Event description:
A nurse from an assisted living facility reported that after receiving a reading of 167 mg/dl, the pt was given two units of insulin and later discovered in bed having seizure. The pt was treated by paramedics with dextrose solution and given some food. There was no report of death or permanent impairment.

Manufacturer narrative:
This is an initial report. The product has been requested back for an investigation. The follow-up report will be sent when investigation results are available.